Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. No product was returned, visual examination could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the stem. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure 17 years post implantation due to metal corrosion and metallosis. The head and liner were exchanged. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00801803202 femoral head sterile product do not resterilize 12/14 taper lot # 60278631. Unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02388. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. H3 other text : device remains implanted.